Event description:
A peritoneal dialysis pt called in to report that fluid had leaked out of the cassette. Patient believes it is coming from underneath the door. There is no sample. No report of pt ill effect.